Event description:
A 41-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported that he experienced skin irritation for approximately one week, which he described as an open sore on the front right side of his head, which was treated with an unspecified topical ointment. An image provided showed a skin lesion on the right temporal region, located parallel to the surgical resection scar (last surgical resection (B)(6) 2023), with mild to moderate erythema. On (B)(6) 2025, the patient reported that he developed an open sore with exposed cranial hardware (screw) on his scalp. The healthcare provider (hcp) advised the patient to temporarily discontinue optune gio therapy due to the risk of an infection. The hcp informed novocure on (B)(6) 2025, that the patient had exposed cranial hardware and was scheduled for a consultation with plastic surgery on (B)(6) 2025. The hcp suspected that the wound dehiscence was related to optune gio therapy. On (B)(6) 2025, the patient reported that he resumed optune gio therapy against medical advice. Reportedly, he avoided the affected area with the arrays, and an unspecified surgery was planned. During review of medical records received by novocure on (B)(6) 2025, it was confirmed during an oncology follow-up visit on (B)(6) 2025, that the patient had an open sore with exposed cranial hardware without symptoms of infection. The surgical removal of the cranial hardware and subsequent wound closure are scheduled for (B)(6) 2025.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Manufacturer narrative:
On may 14, 2025, the patient notified novocure that he had undergone surgery on (B)(6) 2025, for removal of surgical hardware (metal plate). An image provided confirmed the presence of exposed cranial hardware on the right side of the scalp. According to the patient, the treating physician advised a temporary discontinuation of optune gio therapy for one month, with plans to resume once the surgical site has adequately healed.